Manufacturer narrative:
Concomitant: ddmb1d4 ICD, implanted: (B)(6) 2017.

Event description:
It was reported that the patient's right ventricular (rv) lead had t-wave oversensing (twos) which triggered a lead integrity alert (lia) due to high rate non-sustained episodes and sensing integrity counter (sic) counts. There was also ventricular oversensing noted. The patient also received inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response. Follow up indicated the lead was reprogrammed. Both the device and lead are still in use. No further patient complications have been reported as a result of this event.